Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.

Event description:
It was reported patient had a right knee revision due to disassociation of the poly and the metal. Patella was destroyed during explant.

Manufacturer narrative:
An event regarding disassociation involving a duracon patellar component was reported. The event was confirmed. Method & results: the device was not returned for evaluation. Medical review of the case was not possible with the available medical records however the surgeon confirmed the reported disassociation and indicated that femoral component malrotation could be a contributing factor as could tibio-femoral malalignment or tibial malrotation, all possible additional procedure-related factors as related to optimal; component position and as such the responsibility of the surgeon. The discussed failure mechanism due to patellar maltracking can be suspected to have occurred in this case and such would be an adverse mix of patient-related and procedure-related problems although with the current amount of evidence, there is insufficient evidence to really prove this failure scenario and establish all potentially involved (usually procedure-related) factors, however probable and plausible it would be from the clinical perspective. DHR review was satisfactory. Chr review confirmed that there are no other similar events reported for this lot ID. Conclusions: the event was confirmed based on clinician review of the available medical records however further detailed x-rays and evaluation of the explanted patellar component are required to determine the root cause of this event. No further investigation for this event is possible at this time. If the device and / or additional information become available, this investigation will be reopened.

Event description:
It was reported patient had a right knee revision due to disassociation of the poly and the metal. Patella was destroyed during explant.